Event description:
Drs procedure, I have been sick ever since this procedure took place, pain, bleeding, metal taste in my mouth, dizzy spells ect... Fell form dizzy spell in 2012. Diagnosis: prevent pregnancy. Med - records, (B)(6) - dr (B)(6).